Event description:
Pain in right area of leg/hip, inguinal, quadriceps radiating to knee, also lumbarcoxic pain, pain after treatment (treatment was after training with the device, trainee 3 people, training on that person several times) later cold shivering and cold extremities, swelling (later) we are not able to comprehend or verify the described swelling or pain.

Manufacturer narrative:
The hivamat 200 devices have been on the market for 20 years (europe), respectively since 2004 (USA). A comparable side effect or event as the one described has never been reported to the MFR. From our experience and the experience of our medial consultants, it is very unlikely that the physiological effect of the device can be the cause of a symptomatology as described by the pt. The device has a very low risk level and is classified as class I device, exempt, registered with FDA as such the lady has a very long list of medical complaints, one of which or several of which might be the cause of the pain which she continues to feel; we are not able to comprehend or to verify the pain or swelling. We were informed about the event for the first time in the middle of january 2012. At that time we did not have the details we know today. With the info we had then we did not see a reason to make a reporting to the FDA yet. Later we were informed that the event occurred during/after a training with the device for a clinic¿s medical personnel. The trainer is a person who has already been in contact with the medical team for years and had conducted several previous trainings with the team since 2010. The pt in question is a member of this team. She had previously undergone several hivamat 200 treatments for pain and a swollen knee, which all were successful and without complaints. In january the pt reported uncomfortable sensations during and pain after the training session (event). It must be taken into account that the pt has a long medial history of different diagnoses. The device in question was tested. No irregularities or deviations were observed.